Event description:
The customer reported approximately two milliliters of clear fluid dripped from the probe wipe and onto the counter top in manual mode during probe backwash involving the coulter lh 500 hematology analyzer. The customer noted the automatic mode was operational. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the diluent was dripping from the rinse block when rinsing tip of probe. The rinse block was not traveling completely to the stop screw. The fse noted the metal frame was slightly worn from the screw making contact consistently. The fse lubricated the ball bearing and track to ease the rinse block travel. The fse also filed down the metal frame to allow for smooth rinse block travel. The rinse block was then rinsing the tip of the probe correctly and without leaking. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).